Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2016-05270 / 05271, 05308, 05335, 05340, 3002806535-2017-00048).

Event description:
Legal counsel for patient reported hip revision procedure two days post-implantation due to unspecified reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.additional information received reported revision due to dislocation. The head and stem were revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a MDR should not have been filed under the current MFR number.